Event description:
During the index procedure an in.pact av access was used to treat the right arm central vein. Approximately 22 months post procedure patient suffered high grade stenosis of the basilic outflow vein and right innominate vein. Patient came in for fistulogram, which demonstrated high grade stenosis involving the juxta anastomosis and in-stent stenoses throughout the basilic vein. Balloon angioplasty of the juxta anastomotic segment was done with a 7 mm balloon and balloon angioplasty of the in-stent stenosis was done with a 7 mm and 8 mm balloon. High-grade stenosis was found at the right innominate vein. Balloon angioplasty was done with an 8 mm balloon. Repeat arteriovenous fistulogram showed reduction of stenosis with unobstructed in-line flow. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.